Manufacturer narrative:
Results: a photo was received showing the crack in the bottom of the tube. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5201028. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst ii plus plastic serum tube (16 x 100 mm x 8.5 ml) with the gold bd hemogard¿ had a crack near the bottom of the tube after centrifugation. No injury or medical intervention.